Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the complaint article 03.010.522 combined hammer 500g was received with a visual crack at the welding. The two components hammerhead and shaft were not broken through. The complaint condition can be confirmed. As the received condition of a cracked weld and below specification shaft diameter was confirmed at us customer quality, which matched the received condition of the previous hammers that were forwarded to and investigated by manufacturing, a manufacturing investigation was determined to be unnecessary. This condition was realized within the investigation of a former complaint ((B)(4)) and documented in nr-0100922. The product development memo excludes manufacturing as a root cause (see attachment product development memo). Data analysis and engineering tests were conducted previously to investigate). The products have been tested and the smaller shaft (ø10mm-h8) and resulting larger clearance with the hammer head 60071678 does not negatively impact the function of the hammer. Investigation done on site highlighted as root cause is the misuse. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.522, lot: l898250, manufacturing site: umkirch, release to warehouse date: 25.jul.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine sterile processing set setup, the weld that connects the spiral combination hammer head to the shaft and the handle of the mallet was cracked. There was no patient nor procedure involvement. This report is for one (1) spiral combination hammer 500 grams. This is report 1 of 1 for (B)(4).